Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device restarted itself. Patient involvement information is currently unknown, but no adverse event the efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint indicates that device restarted itself during ongoing operation and ended in service mode. Patient involvement remains unknown. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Issue was not replicated. Software error logs were provided by customer however hardware error logs cannot be retrived since no response from customer. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : device evaluated remotely.